Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a puncture burn occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver, this 3.5/15/15 leveen¿ coaccess¿ probe was selected. They were just using the probe when the patient experienced a severe "track" burn. The burn was along the track of the needle and all the way to the skin. The burn area was cleaned, ointment was placed and a dressing was applied to keep the area clean. The procedure was completed with a different device. The patient current status is stable. It was noted that the patient was referred to another physician to receive care for the burn.